Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation. One used 8fr angioseal vip device was received for product evaluation. The device was returned with the carrier tube assembly mated with the hemostasis sheath, arteriotomy locator and guide wire. Visual inspection revealed that the collagen was found at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostasis sheath was properly mated with the deployment sleeve was in the full rear lock position with the color bands fully exposed. Under microscopy, the anchor could not be observed within the knot. The device was disassembled and the suture spool was checked. There was no foreign matter and no obstructions noted. There were no turns of suture left within the spool. IFU states: once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that that the collagen was likely over tamped. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient was reported to be (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the anchor of the angio-seal device was deployed, the device cap had been locked into the rear position, and when the doctor tried to withdraw the device, the suture was broken. The doctor then applied manual pressure to the puncture site to complete the surgery. Estimated blood loss was less than 250 cc. The patient was in stable condition. The procedure outcome was successful. Additional information was received on january 31, 2019. The type of procedure that was being performed was a percutaneous coronary intervention (pci). A 7fr procedure sheath was used. A pre-deployment angiogram was performed. The suture line broke between the collagen and the anchor.